Event description:
It was initially reported that the complaint device was a 3.00x16mm taxus express² stent delivery system which should have been a 3.50x16mm taxus express² stent delivery system.

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure the patient expired. In (B)(6) 2008 the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery with 90% stenosis and was 12.4mm long with a reference vessel diameter of 3.5mm. The target lesion was treated without pre dilatation. A 3.00x16mm taxus express stent delivery system was used to treat the lesion. A 3.5-15 mm and 3.0-15 mm unspecified balloon catheters were used for post dilatation at 6 atms. Ivus was performed and showed 0% residual stenosis. The patient was discharged a week after on aspirin and clopidogrel. In (B)(6) 2012 the physician knew from his family that the patient died of natural causes. The autopsy was not performed.

Manufacturer narrative:
(B)(4).. Device lot number corrected from 11136555 to unknown. Device expiration date corrected from 02/03/2009 to unknown. Device manufactured date corrected from 09/25/2007 to unknown. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).